Event description:
The customer obtained four non-reproducible, higher than expected, vitros tropi es results on a single patient sample (4.43 ng/ml, 0.268 ng/ml, 34.0 ng/ml, and 0.103 ng/ml), processed on the vitros eciq immunodiagnostic system. A new sample was drawn from the same patient and was retested. The repeat result obtained (<0.012 ng/ml) was believed to be the accurate result. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, falsely elevated tropi es results were not reported outside the laboratory. There were no reported allegations of patient harm.

Manufacturer narrative:
The investigation determined that four non-reproducible, higher than expected vitros tropi es results were obtained from a single patient sample processed on a vitros eci immunodiagnostic system. Root cause of the four non-reproducible vitros troponin I es test results is likely to be associated with pre-analytical sample preparation and processing. The customer indicated the sample in question appeared hemolysed and the customer was not following the sample collection device manufacturer¿s recommended centrifugation protocol for sample preparation. The investigation found no evidence to suggest that the vitros eciq analyzer had malfunctioned but could not entirely rule out vitros troponin I es reagent performance as a contributing factor.